Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. A field representative met with the patient and was unable to communicate with the ipg using the charger and two difference programmers. The patient lost therapy approximately three months prior to the appointment and thinks that was the last time the ipg was charged as well. As a result, the patient may undergo surgical intervention to address the issue.